Manufacturer narrative:
The device has been returned for evaluation; defective component has been identified. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an 8806061 implantable port & catheter allegedly experienced a defective component. This information was received from one source. The defective component involved one patient with no patient consequence. The age, weight, and sex were not reported for the patient involved.

Manufacturer narrative:
The lot number was provided for the malfunction; therefore a review of the device history record was performed. The device for this malfunction has been returned to the manufacturer for evaluation. The investigation was confirmed for 2385 - tear, rip, or hole in device packaging and not 2292 defective component as originally reported. The cause of the reported event was determined to be manufacturing related. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an (B)(4) implantable port & catheter allegedly experienced a defective component. This information was received from one source. The defective component did not have patient contact. The age, weight, and sex were not reported.